Manufacturer narrative:
Block b3: date of event: date of event was approximated to (B)(6) 2021 as no event date was reported. Block h2: additional information: block b5 (event description), block d7 (sud reprocessed and reused) and h8. Block h6: device code a0402 captures the reportable issue of balloon burst. Patient code e2114 captures the reportable event of patient perforation. Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. Block h11: correction: block b5 (event description) and block h6 (device codes).

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used during an esophageal stenosis dilatation procedure performed on an unknown date. During the procedure, the balloon was inflated in the cicatricial stenosis; however, after the balloon was inflated for 6 minutes and 40 seconds at 7 atm, the balloon ruptured which caused perforation to the patient. The perforated area was immediately covered with neoveil and then sutured with over-the-scope clips. The procedure was not completed due to this event. Note: the instructions for use (IFU) indicate to maintain the balloon inflation position for only 10 to 60 seconds. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. It was clarified that the instructions for use (IFU) does not specifically indicates to keep the balloon inflated for a certain time. The device was used in the mid-esophagus. Photos submitted by the customer confirmed the balloon was burst.

Manufacturer narrative:
Block b3: date of event: date of event was approximated to (B)(6) 2021 as no event date was reported. Block h6: device code a0402 captures the reportable issue of balloon burst. Patient code e2114 captures the reportable event of patient perforation. Block h10: investigation result a visual examination of the returned complaint device found that the balloon was torn longitudinally, which does not confirm the reported event of the balloon bursting. The catheter of the device was carefully inspected and no damages were found. Microscopic analysis was performed which confirmed the balloon was torn longitudinally. This failure is likely due to factors encountered during the procedure, such as the interaction between the balloon with the scope, and/or any other devices during the procedure that could have created friction, resulting in the found failure of balloon torn longitudinally. Regarding the perforation reported in the complaint this is known potential adverse event related with the use of the device and are noted within the IFU. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used during an esophageal stenosis dilatation procedure performed on an unknown date. During the procedure, the balloon was inflated in the cicatricial stenosis; however, after the balloon was inflated for 6 minutes and 40 seconds at 7 atm, the balloon ruptured which caused perforation to the patient. The perforated area was immediately covered with neoveil and then sutured with over-the-scope clips. The procedure was not completed due to this event. Note: the instructions for use (IFU) indicate to maintain the balloon inflation position for only 10 to 60 seconds. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. **correction** it was clarified that the instructions for use (IFU) does not specifically indicates to keep the balloon inflated for a certain time. **additional information received on may 13, 2021** the device was used in the mid-esophagus. **additional information received on may 18, 2021** photos submitted by the customer confirmed the balloon was burst.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 as no event date was reported. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used during an esophageal stenosis dilatation procedure performed on an unknown date. During the procedure, the balloon was inflated in the cicatricial stenosis; however, after the balloon was inflated for 6 minutes and 40 seconds at 7 atm, the balloon ruptured which caused perforation to the patient. The perforated area was immediately covered with neoveil and then sutured with over-the-scope clips. The procedure was not completed due to this event. Note: the instructions for use (IFU) indicate to maintain the balloon inflation position for only 10 to 60 seconds. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.